Event description:
It was reported that the patient developed a pocket erosion and infection. The entire ICD system including the right atrial (ra) and right ventricular (rv) leads was removed successfully. There were no further patient consequences. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: mw5171173, mw5171175.